Event description:
It was reported that during a shift check, the autopulse platform did not power on using several fully charged batteries. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/22/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and the bottom enclosure was found to be damaged. The returned platform ran with a test manikin for 15 minutes using a nimh battery and no problems were found. However, when the platform was functionally tested with li-ion batteries, the platform did not power up, thus confirming the reported complaint. Further inspection identified the cause to be the power distribution board, which was not functioning properly. Following replacement of the power distribution board, the platform passed functional testing using li-ion batteries. A review of the platform's archive data indicated that there were no user advisories on the reported event date. Based on the investigation, the part(s) identified for replacement were the bottom enclosure and the power distribution board. In summary, the reported complaint was confirmed during functional testing and attributed to the power distribution board, which was not functioning properly. Following service, including replacement of this board, the device passed all testing criteria.